Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformance's were found. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable. This report will be updated if any additional information is received.

Event description:
The initial reporter stated "customer has a patent who claims the tpn with lipids bag empties 90 minutes early and the pump alarms. The patient starts the infusion at 6:00 pm and should infuse in 14 hours, claims the bag is empty at 6:30 am.". The initial reporter also stated "customer has sent a preplacement pump to the patient, there will not be an interruption in the infusion because she receives it during the night." [(B)(6)].